Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was lightheaded and nauseated. She contacted her physician who instructed her to go to the emergency department for evaluation. While she was in the emergency department (ed) and being evaluated to rule out a stroke, she lost consciousness. No information was provided when the patient regained consciousness and if medication was administered. The ed staff had been monitoring the patient¿s glucose values using the patient¿s dexcom; however, after a finger stick bg was performed, it was determined the dexcom cgm was 60 ¿ 80 mg/dl points different. The patient stated once the ed determined her issue was associated with her blood glucose, she was treated with food. The patient was admitted to the hospital and evaluated for blood, cardiac, and cerebral issues. The patient was in the hospital at the time of the call. She had not experienced any additional episodes of lightheartedness, nausea, or loss of consciousness. The cgm remained inserted into her abdomen; however, her bg has been monitored by finger stick bg testing. At the time of report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 60-80 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.